Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae) for urge incontinence and urgency frequency. It was reported that the patient and was sore after the procedure on (B)(6) 2018. The patient indicated that they felt a pressure on the top front of their pubic bone that ¿indicates she had to urinate¿. They also stated that they felt they were retaining water and not completely emptying their bladder. The patient noted that were not using a catheter. As a factor that may have led to the issue, the patient increased their fluid intake on (B)(6) 2018 to try and ¿get the anesthesia¿ out of their symptom faster. It was unknown what actions/interventions were taken to resolve the issue. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.